Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported issue could not be reproduced. The ventilator passed all safety and functional tests and was cleared for clinical use. No parts were replaced. Provided ventilator logs were reviewed. The event log contains alarms for low expiratory minute volume on the reported event date. The test logs contains the pre-use check performed prior the event. During patient circuit test, the circuit compliance compensation value is measured very high, corresponding to an adult breathing circuit. For a neonatal patient circuit, the value should be lower. The inspiratory and expiratory resistances are then incorrectly measured. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the reported event has not been conclusively determined but is most likely due to an incorrectly performed pre-use check prior to the event giving measurement errors during ventilation. There is no indication of a ventilator malfunction at the time of the event.

Event description:
It was reported that during patient treatment, the measured tidal volume was very low. There was no patient harm. Manufacturer's ref #: (B)(4).